Event description:
As part of a legal mediation effort on (B)(4) 2013, intuitive surgical, inc. (Isi) received information including medical records of a patient who was experienced uncontrolled bleeding during a da vinci s hysterectomy procedure on (B)(6) 2010. There was no report in the patient's operative (op) report that a malfunction of the da vinci s surgical system, instruments or accessories occurred. However, according to the patient's operative (op) report, the surgeon observed bleeding from the right parametrial region after performing a vaginal extraction of the patient's uterus. Reportedly, the surgeon attempted to cauterize the affected area and attempted to place clips; however, he was unable to place the clips due to difficulty with visualization and difficulty with suctioning the blood from the patient's pelvis. The surgeon made the decision to convert the planned surgical procedure to a minilaparotomy to control the bleeding and to complete the surgical procedure. Based on the information indicated in the op report, the da vinci s surgical system was undocked from the patient and the surgeon was able to gain control of the affected anatomy using a clamp. The affected area was then sutured and hemostasis was noted. After completion of the surgical procedure, the patient was transferred to the post-anesthesia recovery room in stable condition. The patient's discharge summary was provided to isi. Per the information provide, the patient's post-operative course was uneventful. The patient was afebrile and was discharged in stable condition on (B)(6) 2010.

Manufacturer narrative:
Based in the information provided, intuitive surgical has not determined the root cause of intra-operative complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. No previous complaint was reported relating to this event review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the excessive bleeding experienced by the patient. This complaint is being reported due to the following conclusion: the patient experienced intra-operative complications during a da vinci s hysterectomy procedure.